Manufacturer narrative:
Unit motor error alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarms. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the insulin pump had cracks in the battery compartment. Blood glucose value was unknown at the time of the incident. No further details were provided. The insulin pump was returned for analysis.